Manufacturer narrative:
The device passed displacement test and excessive no delivery test. The device was unable to prime during prime test, because of faulty force sensor resistor. There was no motor position encoder error alarm noted during testing. The device was received with intermittent button response due to moisture damage to the keypad. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window, and missing end cap sticker.

Event description:
The customer's wife reported via phone call of receiving a compromised for sensor system alarm on her husband's insulin pump. The customer's blood glucose level at the time of incident was 161mg/dl. Troubleshoot was conducted. The customer was advised that the device would have to be replaced. The customer is being sent out a continuation of therapy pump, and the customer is returning out of warranty pump for analysis.